Event description:
It was reported that the patient underwent a left total hip arthroplasty on (B)(6) 2008. Subsequently, patient was revised on (B)(6) 2014 allegedly due to a malpositioned cup. During the procedure, a loose acetabular cup and metallosis was noted. The modular head, acetabular cup and taper adapter were removed and replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-08079 / 1825034-2014-08080).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: examination of returned device found no evidence of product non-conformance. During the material analysis, it was noted the component showed little or no evidence of bony ingrowth. There are warnings in the package insert that state that this type of event can occur: ¿material sensitivity reactions¿ and ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿